Manufacturer narrative:
Additional information was requested from the user facility. Based on the responses received, it was determined that the device was used in accordance with the directions for use.

Event description:
It was reported as the physician was wiping the guidewire with a cotton swab, 2cm of green coating came off the guidewire following a procedure. There was no impact or consequences to the patient.